Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons had to push multiple times to get it respond. The customer stated that the insulin pump lost setting sometimes after battery change and backlight was dimmer than it used to be. Customer declined to troubleshooting. The insulin pump will not be returned for analysis.